Event description:
An endurant ii aui stent graft (etuf2814c102ej) and endurant ii stent graft limb (etlw1610c199ej) were implanted during the endovascular treatment of a 90x110mm abdominal aortic aneurysm . It was reported there was a chronic total occlusion of the left common iliac artery to the common femoral artery so a aui stent graft was chosen. There was a high degree of neck tortuosity which was outside the endurant IFU so there was a known possibility of a endoleak occurring, but the endovascular repair was performed at the patients request. It was reported during the index procedure, after placing the endurant aui stent graft (etuf2814c102ej) and endurant limb (etlw1610c199ej), CT imaging revealed a type ia endoleak situated on the greater curvature side of the neck (right side of the patient). Touch up was preformed but the endoleak still persisted. Notably, the endoleak did not flow into the abdominal aortic aneurysm (aaa). Additional cuffs were not added, and the procedure was concluded. Per the physician the cause of the type ia endoleak was anatomy related due to the advanced tortuosity neck. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.